Event description:
The user reported that the battery blew out inside the monitor. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.